Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display. The reporter denied any damage to pump and there was no power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the display screen was observed to be dim and the letters had a red hue at the highest contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.